Event description:
Total knee arthroplasty performed in 2004 on right knee. The next day per md orders rn attempted to remove drain and met resistance. Md notified and attempted to remove drain. Drain broke off. Required add'l surgery for removal of foreign body.